Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use (i.e., when the lvad device was being placed), which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
Boston scientific received information that one day following a left ventricular assist device (lvad) placement, the cardiac resynchronization therapy defibrillator (crt-d) displayed a safety core alert indicating the device was in storage mode. It was noted that during the lvad procedure, the crt-d was programmed to monitor only. Then following the procedure, when the device was programmed out of monitor only, safety core was discovered. The device was subsequently explanted and replaced. No additional adverse patient effects were reported other than the early replacement procedure.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.